Event description:
Two catheters were removed - one came out completely without resistance ("easily") and the other met resistance; consequently, the catheter tip broke off in the pt. A decision had not yet been made as to whether or not to surgically retrieve the broken segment. The catheter is to be returned for eval. This incident reported to I-flo in 2005.